Manufacturer narrative:
The investigation into the patient's hemolysis has been completed. Abiomed products and data logs were not returned for evaluation. Based on the clinical review, the root cause of hemolysis was most likely due to pump in the improper position. F6 and f8 should be blank.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella 5.5 with smart assist for use during cardiogenic shock section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: use of echocardiography for positioning of the impella catheter ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ impella catheter too far into the left ventricle ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ section: hemolysis ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿ section: suction ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿

Event description:
The user facility reported a patient with cardiomyopathy was implanted with an impella 5.5 for mechanical circulatory support as a bridge to transplant. Hemolysis occurred overnight with lactate dehydrogenase uptrend to 972 and plasma free hemoglobin 35.2 with tea-colored urine. The team had been aware of poor position pointing toward mitral valve but was hesitant to reposition since there were no issues. Repeat transthoracic echocardiogram today showed impella at 5.3 centimeters and interacting with the mitral valve. The team was unable to reposition toward the septum but did pull back the device to try to minimize hemolysis. Attempt was unsuccessful to reposition toward the septum. The patient is stable.